Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would only operate with fully charged batteries. It was inoperable with anything less than a full charge. The device issue was reported to have previously occurred three to four times during pt uses without any adverse effects. There were no further details on the event and/or the pt provided.